Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
A revision surgery was performed due to alleged patient pain and superior migration of the glenoid implants.

Manufacturer narrative:
Please refer to h6 component and method code for corrected selections. Please refer to h4 for manufacturing date and d4 for expiration date additional information. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
A revision surgery was performed due to alleged patient pain and superior migration of the glenoid implants.